Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the customer provided image found that the distal tip of the anchor is fractured, and there is debris in the threads. A visual inspection found that the anchor has debris and is broken at the tip. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of the complaint revealed there were no patient injuries reported and no apparent patient impact based on the details provided. Therefore, no further medical assessment is warranted. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotator cuff repair surgery the twinfix anchor tip was broken, all the broken pieces were removed using suction. Smith and nephew back-up device was available to complete the surgery without significant delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.